Manufacturer narrative:
(B)(4). Medical product ¿ unknown natural knee ii femoral component, cat#: ni lot#: ni; unknown natural knee ii tibial tray, cat#: ni lot#: ni. Initial reporter - the article was written by ajay deep singh. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. Singh, a.d. " retrospective study of asymmetric vs symmetric tibial plates and ultracongruent vs posterior stabilized inserts in indian population: an indian experience of natural knee ii". Journal of clinical orthopaedics and trauma 7s (2016) 184¿190. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04132 - 34.

Event description:
It was reported in a journal article that a patient experienced flexion contracture 10-15 degrees. After a knee arthroplasty on an unknown date. No further information is available.